Event description:
Patient reported the infusion device is cracked and the crack extends into the display. This has caused the screen to split, and there is a black mark over the display. Patient had the infusion device in their pocket, and the infusion device was not knocked or dropped. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.